Manufacturer narrative:
Complaint conclusion: during a stenting procedure to the common iliac artery, it was reported that as the user was pushing a palmaz genesis stent (9x39) towards the lesion, the stent detached from the balloon before it got to the lesion, in the external iliac. The physician had to use another smaller balloon to deploy the palmaz genesis stent in the external iliac. Then they used another new palmaz genesis (9x39) and they succeeded it by getting to the lesion in the common iliac and deployed it successfully. The patient ended up having two stents instead of one due to the malfunction. The current status of the patient is that he is ¿healthy¿. It was a calcified artery. Resistance was met while advancing the device. Excessive torquing was required. There was no resistance met while advancing the device over the guidewire. The product was stored, inspected and prepped per IFU (instructions for use). No procedural films are available for review. The product was not returned for analysis. No lot number was provided therefore a device history record (DHR) review could not be generated. The reported ¿stent dislodged - in patient¿, ¿stent inaccurate placement¿ and ¿guidewire lumen (inner shaft) resistance/friction - in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. As no lot number was supplied a DHR could not be completed. According to the instructions for use ¿the cordis palmaz genesis transhepatic biliary stent on opta pro .035¿ delivery system is indicated for palliation of malignant neoplasms in the biliary tree. The safety and effectiveness of the palmaz genesis transhepatic biliary stent on opta pro .035¿ delivery system for use in the vascular system have not been established. Prior to stenting, the palmaz genesis transhepatic biliary stent on opta pro .035¿ delivery system should be examined to verify functionality and integrity.¿ the information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The product is not available for evaluation and testing.  Additional information will be submitted within 30 days of receipt.

Event description:
During a stenting procedure to the commun iliac artery, it was reported that as the user was pushing a palmaz genesis stent (9x39) towards the lesion, the stent detached from the balloon before it got to the lesion, in the external iliac.  The physician had to use another smaller balloon to deploy the palmaz genesis stent in the external iliac. Then they used another new palmaz genesis (9x39) and they succeeded it by getting to the lesion in the common iliac and deployed it successfully. The patient ended up having 2 stents instead of one due to the malfunction. The current status of the patient is that he is ¿healthy¿. It was a calcified artery. The product was stored, inspected and prepped per IFU.  Resistance was met while advancing the device. Excessive torquing was required.  There was no resistance met while advancing the device over the guidewire.  The product will not be returned for analysis. No procedural films are available for review.